Event description:
Medtronic received a report that a pipeline opened prematurely. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the internal carotid artery. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The post-procedure angiographic result was normal. It was reported that during ruptured aneurysm transarterial embolization (tae) procedure, the physician deployed a ped2-450-18 (lot: d048675). When approximately two-thirds of the device had been deployed, the physician attempted to resheath the device to adjust the landing position. While the device was being resheathed to approximately one-third deployment, the tip wire suddenly advanced into the already deployed portion of the ped. At the same time, the proximal marker separated from the ped and migrated distal to the device. These findings indicated that the proximal end of the ped had already been released within the phenom 27 (150 cm) microcatheter, meaning that the ped was no longer attached to the delivery system. As a result, the physician had no option but to continue unsheathing the phenom 27 (150 cm) microcatheter to fully deploy the ped. The ped was ultimately deployed successfully. Premature deployment occurred during resheathing, when the ped had been resheathed to approximately one-third of its deployed length. The device became detached from the delivery system and could no longer be resheathed. There was no friction or difficulty and the pushwire was not rotated or pulled back at any time during the procedure. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include navien 072 105 and navien 058 105 guide catheters, phenom27 150 and sl10 microcatheters, and 7 axium prime coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.